Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product specimen has not been returned for device analysis. Conclusion: multiple attempts to gather additional information and request product return have been made; however, these attempts have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an unknown duration post implant of this 14 mm bioprosthetic valved conduit, the patient arrested at home due to ongoing issues with respiratory support and pulmonary edema/hemorrhage. Subsequently, the patient died. No other adverse patient effects were reported.

Manufacturer narrative:
Additional information received indicated that the patient died approximately 9 weeks post-implant. Added patient age ; patient weight; date of death. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the DHR review was performed on the device; there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. Neither autopsy nor explant information was reported. With the limited information available, a relationship between the device and the death could not be established. No allegations were made relating the valve or its function to the death. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.